Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer was experienced vomiting and abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature at the time of reported event. Customer was treated at hospital with intravenous insulin drip. Customer reported that they have contacted their health care professional regarding high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Troubleshooting was declined for high blood glucose. Customer did high pressure test and it was passed. The insulin pump will not be returned for analysis.